Event description:
It was reported that during a colectomy, the hand piece didn't work. No pt consequence reported.

Manufacturer narrative:
Eval summary: the handpiece was returned with the mount loose. The handpiece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.